Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It was reported the occurrence of death ('at least (B)(4) deaths since 2008'), hysterectomy ('hysterectomies'), abortion spontaneous ('multiple miscarriages') and stillbirth ('multiple stillbirth') in an unknown number of female patients who had essure inserted. Detailments about essure insertion dates, events onset dates and causes of deaths, multiple miscarriages and stillbirths were not provided. Medical reason for undergoing hysterectomies were also not provided. Other non-serious reported event include adverse reaction ("tons of harmful side effects"). The reporter considered abortion spontaneous, adverse reaction, death, hysterectomy, pregnancy with contraceptive device and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). This case with very limited information was received via lawyer and refers to a social media post. It was reported that at least 10 deaths occurred since 2008. Detailments of each individual patient was not given and therefore, the dates and causes of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It was reported the occurrence of death ('at least 10 deaths since 2008'), hysterectomy ('hysterectomies'), abortion spontaneous ('multiple miscarriages') and stillbirth ('multiple stillbirth') in an unknown number of female patients who had essure inserted. Details about essure insertion dates, events onset dates and causes of deaths, multiple miscarriages and stillbirths were not provided. Medical reason for undergoing hysterectomies were also not provided. Other non-serious reported event include adverse reaction ("tons of harmful side effects"). The reporter considered abortion spontaneous, adverse reaction, death, hysterectomy, pregnancy with contraceptive device and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ptc result tab updated. This case with very limited information was received via lawyer and refers to a social media post. It was reported that at least 10 deaths occurred since 2008. Details of each individual patient was not given and therefore, the dates and causes of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.